Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, the device was unable to be advanced along the 0.035 guide wire. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to advance was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The cause of the reported difficult to advance cannot be determined. The subsequent treatment is due to the circumstances of the procedure. Based on the information provided the difficultly during insertion may possibly be attributed to guide wire damage or an interaction with the patient anatomy, however this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.